Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after a diagnostic procedure. Reportedly, a cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. At the various points during manufacturing and at final inspection the devices undergo a variety of cuff, link, suture and needle-related inspections, including, but not limited to, needle alignment, suture forming, link forming, cuff tab bending and foot deployment inspections. A sample of devices from each lot must be successfully functionally deployed. Based on the reported information and the inspection criteria a definitive cause for the reported cuff miss could not be determined. A review of the device lot history record found no non-conforming material record relevant to the reported event. A query of the complaint handling database was performed and found no indication of a product quality deficiency.